Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would time off faster than expected. The customer declined further troubleshooting and did not provide further information. Customer's blood glucose was 443 mg/dl.